Event description:
Healthcare professional, additionally reported, capsular contracture, baker grade I.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side rupture diagnosed by ultrasound and capsular contracture baker grade I. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.